Event description:
It was reported that the pt's neurostimulator had "migrated" 8 months after implantation and had stimulation in the wrong location. It was noted that she had not used her device in 2 years. She had headaches, neck aches, and backaches for several months. More recently, the pt had pain at the device site where it appeared red, warm, and swollen. She also had high blood pressure readings (180/116). The pt was hospitalized 3 days ago where she had blood work and an ultrasound tests performed (results no provided). She was put on "water pills" and high blood pressure pills. The pt was no longer seeing her physician due to insurance issues. Further info was requested.

Manufacturer narrative:
(B) (4)